Event description:
It was reported that during a meniscal repair, surgeon used the fast fix device and when attempted to push t2 anchor, it could not be deployed. T was removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿it was reported that during a meniscal repair, surgeon used the fast fix device and when attempted to push t2 anchor, it could not be deployed. It was removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.¿ the device is in relatively good condition. T1, t2 and suture were returned but freed from the delivery needle. There are no obvious signs of aggressive use. There is no apparent twisting or bending of the delivery needle that would hinder successful anchoring. A functional test confirmed that the device cycled and actuated successfully. No mechanical problem was found with the device returned.